Manufacturer narrative:
This report is for four breaches in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in four events of peritonitis. The breaches in aseptic technique were not further specified. It was not reported if the patient was hospitalized for the peritonitis events. The patient was treated with ¿cephalosporin and vancomycin for anti-inflammation treatment¿, (no further details). Dianeal therapy was ongoing. At the time of this report, the patient was recovered from the events. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available as the reporter declined follow up.